Event description:
Complainant alleged that the clinicians were attempting to cardiovert an 82 year old male pt in atrial fibrillation. Upon the clinicians attempt to deliver a first shock at 200 joules, the energy was not delivered to the pt. They then disconnected the device cable, changed the electrode and reconnected the cable. The clinicians then successfully defibrillated the pt. The complainant indicated that there was no adverse effect on the pt as a result of the reported malfunction. Please reference attached medwatch report number 1220908-1999-01136, which documents a previous event that occurred at this facility with the same lot numbered electrodes.